Event description:
Patient presented to the physician post-implant procedure with a hematoma at the neck incision site and was prescribed antibiotics. Patient returned for a follow-up visit with an infection at the neck incision site, along with inflammation and purulent discharge. Physician brought the patient into the or a week later and removed the entire inspire system. Postoperative antibiotics were prescribed after the procedure was completed.